Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near-syncope. It was also noted that the right atrial (ra) lead completely dislodged and retracted into the device pocket region. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.